Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-may-2026, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak soft anchors from the same lot would not pass through the ar-3638dc drill guide. Both anchors were attempted but could not be successfully implanted. This issue was identified during a shoulder labral repair procedure on (B)(6) 2026. No patient harm was reported.